Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 42-year-old female patient who had essure (batch no. 927084) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included blood transfusion on (B)(6) 2014, c-section and neoplasm. In nov she had endometrial biopsy that was negative. Concurrent conditions included multigravida since (B)(6) 2014, parity 2 since (B)(6) 2014, menstruation abnormal since (B)(6) 2014, metrorrhagia since (B)(6) 2014, dysmenorrhea since (B)(6) 2014 and hypertension. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), hypertension ("chronic hypertension"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and anaemia ("anemia."). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with iron and surgery (hysterectomy (partial) (procedure: laparoscopic-assisted vaginal hysterectomy.)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, dysmenorrhoea, vaginal haemorrhage, menorrhagia, hypertension, vaginal discharge, fatigue and anaemia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anaemia, dysmenorrhoea, fatigue, genital haemorrhage, hypertension, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion on (B)(6) 2014, ultrasound showed 11.5 cm uterus with uterine fibroids and normal ovaries. Past history: , she had back surgery in 2009. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: lot number added, event added are as follows - blood or heart disorder/condition type: chronic hypertension, vaginal discharge, fatigue, other injuries or complication (s) please describe: anemia. Events onset date added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 42-year-old female patient who had essure (batch no. 927084) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included blood transfusion on (B)(6) 2014, c-section and neoplasm. In (B)(6) she had endometrial biopsy that was negative. Concurrent conditions included multigravida since (B)(6) 2014, parity 2 since (B)(6) 2014, menstruation abnormal since (B)(6) 2014, metrorrhagia since (B)(6) 2014, dysmenorrhea since (B)(6) 2014 and hypertension. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), hypertension ("chronic hypertension"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and anaemia ("anemia."). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with iron and surgery (hysterectomy (partial) (procedure: laparoscopic-assisted vaginal hysterectomy.)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, dysmenorrhoea, vaginal haemorrhage, menorrhagia, hypertension, vaginal discharge, fatigue and anaemia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anaemia, dysmenorrhoea, fatigue, genital haemorrhage, hypertension, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion on (B)(6) 2014, ultrasound showed 11.5 cm uterus with uterine fibroids and normal ovaries. Past history: , she had back surgery in 2009. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with iron and surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, dysmenorrhoea, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: aka names added. Abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), pain. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (to remove one or more of the essure coils). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.